Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, loss of capture issue was observed on the rv lead and device. The alert showed ventricular pacing event followed by what appeared to be a sensed event shortly thereafter. Patient came in clinic for an evaluation to test the thresholds as the patient has minimal rv pacing. There was intermittent loss of capture with no patient symptoms. There were no specific determination of lead dislodgement. There were no changes to oversensing algorithm as the alert was due to loss of capture leading to intrinsic conduction coming through the alert. By fixing the loss of capture the issue should be resolved so the alert will not be expected to return. Device and lead is functioning normally and due to the increase in capture threshold resulted in this issue. By increasing the output setting the issue will be resolved. Physician elected to continue to monitor the patient only. Patient was asymptomatic and stable.